Event description:
As reported: the patient was implanted on (B)(6) 2019 with a non greatbatch medical unify assura (3357-40q, sn: (B)(4)) and a non greatbatch medical right atrial lead (lpa1200m, sn: (B)(4)) and non greatbatch medical right ventricular lead (7122q, sn: (B)(4)). Later two epicardial left ventricular leads were implanted (non-greatbatch medical in use - 4968, sn: (B)(4); backup greatbatch medical - 511212, sn: (B)(4)) on (B)(6) 2019. The following physician notified the st. Jude rep that the patient would have the device, ra, and rv leads explanted on (B)(6) 2019 due to an infection and that the epicardial leads would either be cut or left as is during the procedure. All of the leads currently in use are stable and functioning appropriately. The patient remains admitted at the hospital until the scheduled explant.

Manufacturer narrative:
The returned device was not evaluated. The device went through at least one decontamination procedure using a high-level disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.